Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of the device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The center rod orientation of the adapter was checked and was found to be assembled properly. The unload button on the adapter was depressed and was unable to be pushed back to the resting position. The device was disassembled and extensive damage was seen on the lockout slider block, the non-welded tip housing, and the cam block. Since the clinical battery, handle, and reload were not returned, pmv representative ones were utilized for all functional testing. The adapter was inserted onto the handle and powered up and calibrated as expected. The status lights illuminated indicated that the device had additional usage remaining on the adapter. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the damaged adapter components and the reported conditions of broken button and difficult to unload were confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, they fired the reload, took it out of the patient, and went to change the reloads out. It might have been articulated a little bit still and it has to be straight to take the reload off. They tried to use too much force and a crack was heard. After that, the reload would not come off the adapter at all. The rep used a manual retraction tool to open up the jaws and it was able to be removed with a little force thereafter. The unload button is typically held down while the reload is being released. In this case, the unload button was stuck in the down position, exposing the red line for the entire time. Another reload could not be loaded afterwards. Another adapter included in the kit was used to complete the case. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no blood loss over 500 cc's. There was no extension of or time over 30 minutes. There was no other adverse event reported as a result of the product issue. No buttress material was employed. The product will be returned for investigation.